Event description:
The customer reported that the device, smi-02n, needle, was used with the smi-02ap, suture passer, during a shoulder arthroscopy procedure on (B)(6) 2021 when it was reported ¿the needle passes with difficulty through the device and couldn't carry the suture out. The wire couldn't either be pulled back. After many attempts the needle edge broke.¿ there was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that the event caused a 30-minute delay in the procedure. And that after the procedure an x-ray was taken where the fragment of the needle was not found in the patient. It was assumed that the fragment was washed out of the patient. The patient is reported as being in ¿good¿ status. The smi-02ap will be filed as a concomitant device as having been used with the smi-02n during procedure. This report is being raised on the basis of injury due to unknown location of the needle fragment.

Manufacturer narrative:
Visual examination of the returned used device, item smi-02n could not confirm the reported problem. Needle was returned intact with no broken edge. The device is not manufactured by conmed. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised to avoid lateral stresses to the instrument or device function may be compromised. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, smi-02n, needle, was used with the smi-02ap, suture passer, during a shoulder arthroscopy procedure on (B)(6) 2021 when it was reported ¿the needle passes with difficulty through the device and couldn't carry the suture out. The wire couldn't either be pulled back. After many attempts the needle edge broke.¿ there was no report of injury, medical intervention, or hospitalization for the patient. Further assessment questioning found that the event caused a 30-minute delay in the procedure. And that after the procedure an x-ray was taken where the fragment of the needle was not found in the patient. It was assumed that the fragment was washed out of the patient. The patient is reported as being in ¿good¿ status. The smi-02ap will be filed as a concomitant device as having been used with the smi-02n during procedure. This report is being raised on the basis of injury due to unknown location of the needle fragment.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.